Event description:
It was reported that a software error occurred on a customer's device, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and to contact support again if the issue reappears.